Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation; one photo was provided for review. The photo shows the partial view of the drainage catheter in which string was noted to be completely come out distal end of the drainage catheter tip. Therefore, the investigation is confirmed for the reported sure-lok thread digression issue for one device. However, due to the absence of supportive evidence, the investigation is inconclusive for the reported sure-lok thread digression issue for remaining two devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (component, method, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided percutaneous drainage chronic catheter placement using navarre universal drain. On (B)(6) 2025, sometime post placement procedure, it was reported that the sure-loktm thread was allegedly found digression. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided percutaneous drainage chronic catheter placement using navarre universal drain. On (B)(6) 2025, sometime post placement procedure, it was reported that the sure-loktm thread was allegedly found digression. There was no reported patient injury.